Manufacturer narrative:
Additional information: on may 4, 2020, the mentor failure analysis lab received the device for evaluation. On may 13, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a tear was observed on the posterior aspect measuring approximately 1.0 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 7571475 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that two 250cc mentor tissue expanders were ¿impacted¿. No further information was provided. This report is for one of two devices.

Manufacturer narrative:
Additional information: on june 15, 2020, mentor became aware of the device serial number. On june 15, 2020, mentor became aware that the breast implants experienced bilateral rupture intraoperatively. On june 19, 2020, the updated product investigation was completed. Updated device investigation summary: during visual inspection of the device, a tear was observed on the posterior aspect measuring approximately 1.0 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 7571475 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).